Event description:
Patient was undergoing an open sigmoidectomy. The ils stapler was fired. During the anastomosis testing, a leak was noted. The anastomosis was re-enforced with sutures. The anastomosis was retested without issue. The anastomosis was not on tension and the donuts appeared complete. Manufacturer response for ils stapler, ethicon endo-surgery ils 29 (per site reporter).